Manufacturer narrative:
Additional information provided in d.9., h.3., h.6 and h.11. The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. One haptic was broken from the gusset area (not returned). The other haptic was bent in the gusset and distal area, pressed against the well area of the lens case. The optic was torn and leaning against the posts and down into the well area of the lens case. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Information was provided in the file that indicated the use of a non-qualified lens/cartridge combination. The company lens model is only qualified for use in the company ii (b) and iii (c) cartridges. The associated handpiece indicated is qualified when used with a qualified lens/cartridge combination. Two viscoelastics were indicated. It is unknown if a qualified product was used. Viscoat is the only qualified viscoelastic with the qualified lens/cartridge combination. The root cause for the reported complaint appears to be related to failure to follow the instructions for use (IFU). The file indicated the use of a non-qualified lens/cartridge combination. The company is only qualified for use in the company ii (b) and iii (c) cartridges. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure iol was loaded and surgeon inserted iol into the eye. Upon positioning, the surgeon identified a missing trailing haptic. The lens was explanted and replaced during the same procedure. The detached haptic fragment was later located on the sterile field. Mechanism of breakage was unknown.